Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After receiving the alarm, the insulin was "typically" able to be resumed without changing the supplies to the pump. The customer's blood glucose level was not impacted. As the occlusion alarms had occurred in the past, troubleshooting to determine a possible cause of the occlusions was unable to be performed.